Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a cartridge alarm 1 occurred during basal delivery. During troubleshooting, a minimum fill notification occurred after the user filled the cartridge with 170 units of insulin during the load sequence. Customer's blood glucose level ranged from 118-146 mg/dl. Reportedly, the customer continued to use the pump for insulin delivery.